Event description:
It was reported that bd connecta wht 360deg tb 50cm had foreign matter the following information was provided by the initial reporter: white residue inside screw end.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Our quality engineer inspected the 1 photo 9 representative samples and 5 opened samples submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the samples. Analysis of the physical samples showed that there were white stains on the fitting component. Bd determined that the cause of the failure was related to our assembly process. The white spots are a result of excess solvent on the product during assembly. A change to our manufacturing process has been made to prevent the occurrence of excess solvent. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.

Event description:
No additional information.